Event description:
During routine remote device interrogation, it was found that there was an instance of pmt. No action was done and condition resolved itself. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)